Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure there was a defect of the biorci screws ( the proximal part of the screw broke while the surgeon was turning it with the drill). No delay or patient injury reported. It is unknown if there was a backup device available.

Manufacturer narrative:
The reported 7x25mm biorci ha screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw cracked. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a starter or tap prior to insertion of then screw. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.